Event description:
The pt was receiving treatment for a ruptured right carotid artery aneurysm. The physician was removing the device when the pt suffered a vasospasm. Nimofipino was given as treatment, and the physician successfully concluded the procedure after placing another coil and a stent. There was no reported pt complications post procedure.

Manufacturer narrative:
Additional info was requested from the user facility. Based on the info received, the following was determined: the coil was "only purged with saline" during preparation. There was no resistance felt as the coil was retracted back into the introducer sheath or advanced through the microcatheter. Continuous flush was maintained. All movements of the coil were slow and smooth. Conclusion: other for no allegation of product malfunction or non conformance contributing to the reported event.